Event description:
It was reported that the patient experienced low blood glucose throughout the day while using a cgm and intermittently disconnecting from the insulin pump during football practice, with treatment consisting of peanut butter toast and juice and meter confirmation of hypoglycemia. Symptoms included hypoglycemia. Outcomes included the need for oral glucose. Investigation included communication with the reporter and analysis of the information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.